Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16186. It was reported that the patient was experiencing noise on the right ventricular lead and right atrial lead. Physician noticed that implanting physician potentially created an insulation abrasion during initial implant. The leads were explanted and replaced. Patient was stable post procedure.